Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had silicone visible. The following information was reported by the initial reporter translated from german to english: silicone oil visible, syringe partially bent and scratched. A customer wrote to me on tuesday to say that she is having major problems with the 1 ml syringe from bd. On the one hand, there is a lot of silicone oil in it, so that you can really see the film, and on the other hand, some of the syringes are bent and scratched. She gave me this lot number: ch. 3312436, expiry date 31.10.2028 a photo is attached.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. Post investigation findings revealed additional failure of scale marking issue, with additional lot #3261626, from which samples and a photo were returned for evaluation. 100 samples and one photo (p/n 309628 batch 3261626) were received and evaluated. Per follow-ups, only lot #3312436 is being reported even though samples for lot #3261626 are what were received. The photo shows 5 loose samples with a portion of the scale marking missing, specifically between the numbers 0.3 and 0.5. A bent syringe is also visible. On the other hand, 100 samples were received loose and none of them presented any defects. The condition observed in the photo is non-conforming per product specification. All samples were visually inspected by a qualified quality representative. No damaged syringes and/or excessive silicone inside or outside the fluid path were observed. The potential root cause for the damaged syringe is associated with the assembly process. To determine the potential root cause and define corrective actions for the missing print defect, a physical sample presenting this defect is required for a more thorough evaluation. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3261626 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed additional failure of scale marking issue.